Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated. An invasive procedure was performed during which a fracture of the chronic model 0125 lead was noted.